Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found that the alarm was in fact for an occlusion. The occlusion was found to be at an inline filter connected to the ventilators exhalation filter. The inline filter and the exhalation filter were full of water (moisture). The se replaced the inline filter and exhalation filter resolving the issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a safety valve open error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.